Event description:
The customer contacted beckman coulter (bec) reporting that the olympus au681-10e clinical chemistry analyzer generated two (2) erroneously high calcium (ca) patient results. The samples were reran and yielded results within normal range. The erroneous results were not reported out of the laboratory. Patient demographics (age, date of birth, gender, and weight) were not supplied by the customer. There were no reports of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
No sample collection or preparation information was supplied. The customer provided calibration and quality control (qc) data which do not indicate any problems with the calibrations or qc recovery. A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse cleaned all cuvettes, performed photocell, and replaced the sample wash valve. The customer indicated that there have no more erratic recovery issues since the valve was changed.